Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. Visual inspection was performed, and no damage was observed. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The clip was able to be installed onto the grip tips without any issues. The clip test was performed and passed multiple times. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument would not hold the clip. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: clip applier issue was while clamping on a vessel. The clip fell while trying to clip and the clip was retrieved. Size was m/lg clips. Vessel size was not larger than the IFU. Two attempts placing the clip failed.